Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the meter was not sending blood glucose reading to insulin pump. Customer's blood glucose was 74 mg/dl. It was found that meter ID was programmed correctly. It was also found that customer did not press "send" in order to send blood glucose readings to insulin pump. Customer received assistance in programming meter to always send blood glucose. Customer also reported to have been hospitalized on (B)(6) 2016 with blood glucose of 15 mg/dl. Customer did not recall what lead to hospitalization due to customer being "out of it" and did not know what caused low blood glucose.